Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms that have resolved. Patient's mean arterial pressure on arrival was 42. Creatinine has elevated from 3.4 to 1.4. Patient was lethargic and had neck / back pain. Patient was being transported to emergency room for further evaluation. Frequent pi events noted in history. It appears that the low flow alarms were overwritten by newer incoming data. There were no unusual events recorded in the log file event history. The mcs equipment is operating as intended. Cause of the low flow alarms identified as hypovolemia. Patient had near syncope and hypotension with nausea, vomiting, and diarrhea for three days prior. The low flow alarms resolved with rehydration. Patient admitted to hospital for fluid volume restabilization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed based on the review of the log files provided by the account. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account reported that the low flow alarms were due to hypovolemia. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported hypovolemia could not be conclusively established. Review of the submitted log files revealed no atypical events or alarms and the pump appeared to function as intended. The heartmate 3 lvas IFU states, ¿the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved.¿ although the reported low flow alarms could not be confirmed, they may have been excluded from the data range provided in the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists hypovolemia as a potential late postimplant complication. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Furthermore, the hm3 IFU states that the system controller can only store 256 events, and when the memory is full, the oldest events are deleted as new ones are saved. No further information was provided. The manufacturer is closing the file on this event.